Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained an elevated atellica im high sensitivity troponin I (tnih) lot 114 result for a patient that are discordant compared to the patient's clinical presentation/diagnosis. The result was reported and questioned by the physician. The patient was evaluated for ami (ECG, echocardiography and coronary angiography), which all came back negative. An additional sample was drawn and tested at a later date to investigate and result was similar. The customer alleges that there was a delayed start of immunotherapy for the patient who has breast cancer and completed chemotherapy in (B)(6) 2026, however no other information was provided. There is no allegation of patient harm or adverse consequences as a result of the elevated result and/or delayed start of immunotherapy. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is invetigating.

Event description:
The customer reports elevated atellica im high sensitivity troponin I (tnih) lot 114 result for a patient that are discordant compared to the patient's clinical presentation/diagnosis. The result was reported and questioned by the physician. The patient was evaluated for ami (ECG, echocardiography and coronary angiography), which all came back negative. An additional sample was drawn and tested at a later date to investigate and result was similar. The customer alleges that there was a delayed start of immunotherapy for the patient who has breast cancer and completed chemotherapy in (B)(6) 2026, however no other information was provided. There is no allegation of patient harm or adverse consequences as a result of the elevated result and/or delayed start of immunotherapy.